Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had stopped working. The customer stated that they were taking a shower, and insulin pump stopped working. Customer stated that insulin pump was turned off and it was not able to turned back on. Customer also stated that after changing the battery it did not turned on. Insulin pump had crack on the back side. No harm requiring medical intervention was reported. The device will not be returned for analysis.